Event description:
On (B)(6) 2010, patient reported, she was not able to prime out of the end of the infusion tubing but she noticed insulin was leaking at the luer lock. Patient stated, there were no occlusion errors. Had patient change infusion tubing and was able to prime successfully. Patient reported no insulin spilled into the compartment chamber of the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.